Manufacturer narrative:
It was reported by the customer contact that on 10/13/2023, a user "developed rash and ongoing skin issues using this product". It was reported that due to this, medical attention was required and a corticosteroid cream was required and the user "remains on modified duty to date". A sample was requested to be returned for evaluation. It has been determined that the reported event caused or contributed to serious injury, therefore, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
A user developed a rash.